Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited intermittent loss of capture, variable morphologies, and a high capture threshold. Also, there was a recorded episode of pacemaker mediated tachycardia (pmt). Technical services (ts) recommended programming to left ventricular (lv) pacing only and turning off the biventricular trigger. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.